Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2017-00584. It was reported on (B)(6) 2017 the patient was unable to increase the amplitude on her scs system. The patient states when she attempts to increase the amplitude, the strength increases, then reverts to off. A company representative met with the patient and diagnostic testing revealed normal impedance readings. Reprogramming was attempted; however, the representative confirmed the patient was unable to increase amplitude on multiple programs. The patient only received partial therapy from one program on the right side and one program on the left side at that time.. Follow-up information revealed the patient is currently not receiving any pain relief from the scs system. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2: reference MFR. Report#:3006705815 -2017-00584. Follow-up information revealed the abbott representative met with the patient on (B)(6) 2017 for reprogramming. Reportedly, the patient regained effective therapy during the session and the issue is resolved. No further intervention will be taken at this time.